Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured december 10, 2015 ¿ december 15, 2015. The device was received for evaluation. Visual inspection noted a pool of liquid located inside the device housing, indicating a leak had occurred. Further examination revealed the leak was due to a ruptured bladder. The reported condition was verified. The cause of the ruptured bladder could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked from an unspecified location. Approximately 94 ml of sodium chloride leaked into the housing. There was no patient involvement. No additional information is available.